Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that precedex was infused "too rapidly" on 8/8 at 0500. In additional follow up, the customer mentioned that the ordered infusion rate of precedex was 40.5ml/hr with a concentration of 4 mcg/ml but the medication was infused less than the hourly rate. It was also noted that propofol was also infusing at the time of event at 10 mcg/min. There was patient involvement but no harm.

Event description:
It was reported an event that occurred on 08 august 2023 at 0500 where precedex was infused "too rapidly." Precedex 100ml (concentration 4mcg/ml) was programmed to infused at 40.5ml/hr. (10mcg/min). However, the infusion was completed in 40 minutes. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : other relevant history, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.